Event description:
During a transurethral microwave treatment procedure, a balloon leak was noticed. Three mins into the treatment the physician performed an ultrasound and noticed the balloon was deflated. The treatment was aborted and no pt injuries or complications were reported.